Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported in a journal article that during a 25-year clinical experience at a single center, 43 patients experienced the following: five patients had lead repositioning performed due to dislocation, three patients had system explanted due to infection at the ipg site, three patients had pocket revised due to hematoma, and two patients had system explanted due to being unresponsive to therapy.